Event description:
It was reported that there were air bubbles in a patient line. This occurred during initial drain, patient was connected. The technical service representative assisted the nurse in ending therapy. The nurse would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.